Event description:
It was reported that stent fracture occurred requiring additional intervention. The patient presented with an acute myocardial infarction. The 90% stenosed target lesion was located in a non-tortuous and non-calcified coronary artery. After the lesion was pre-dilated with a 2.0 unspecified balloon catheter, a 3.00 x 38 synergy drug-eluting stent was deployed. However, the physician noticed that the proximal to mid part of the stent got fractured. It was noted that the physician post dilated with a higher diameter balloon in an attempt to resolve the issue. The procedure was completed by deploying another stent to cover the fractured part. No patient complications were reported, and the patient was fully recovered.